Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: device patch with lot (or catalog) number lot number: 3160239 and catalog number: 20-550, creases, and deformation. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Health professional additionally reported "implanted device was reused to re-implant." Treatment has occurred. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was reported to be due to capsular contracture baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade IV. Health professional additionally reported "implanted device was reused to re-implant." Treatment has occurred. Device remains implanted.